Event description:
The customer called to report that she woke up with a high blood glucose reading of 450 mg/dl. The customer stated that she changed the infusion set last night, and that is when her blood glucose levels began elevating. The customer gave herself two manual injections, but continues to experience high blood glucose levels. Spoke with the customer's husband, and he requested medical assistance. Called the police department, and they dispatched the paramedics to the customer's home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.